Event description:
It was reported that patient presented to clinic for follow up when lead noise was noted on the right ventricular lead. T-wave oversensing was also observed. The patient did not receive inappropriate therapy. The t-wave oversensing has been an ongoing issue and the device had previously been programmed to alleviate the oversensing. No further programming change is planned. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.